Manufacturer narrative:
Additional information: as the device in question and the concomitant products was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. The device product history records (DHR) have been checked for the available batch number and found to be according to the specification, valid at the time of production. Based on the available information, the failure description and similar complaints, the most probable sequence of events is: that the electrode got exposed to excessive force during application which brought the cutting electrode in contact with the neutral electrode, creating the described shortcut. In addition, we would like to call your attention to a warning in the corresponding instructions for use (document#: (B)(4), version 10.5) on page 5. Overloading the instrument by exerting too much force may cause the medical device to break, bend, and malfunction, and consequently injure the patient or user. The user is warned not to overload the device and also not to bend bent instruments back to their original positions. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The devices are still in use at the hospital and no devices will be returned. An investigation without the affected devices will be conducted. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, there was an incident during a medical procedure in which a resectoscope was used. The patient being treated suffered an endometrial burn due to a short circuit. The patient did not experience any further adverse effects, and the surgery was not prolonged. The loop used during the procedure was discarded and therefore cannot be returned for investigation. We have reported all the products involved in the case, but these products will not be returned, as the hospital refuses to send it back.

Manufacturer narrative:
Correction to: d4, d10, h5. Maybe it should be added: the electrode was discarded by the hospital and the concomitant products are still in use and will not be returned. The event is filed under internal karl storz complaint ID: (B)(4).